Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple cs 064-0001 alarms with high force observed in the black box due to occlusion during prime. Time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor no defect found or no moisture corrosion was observed. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. The display lens was also found to be scratched. Unrelated to the complaint the up and ok symbols were found to be worn. (B)(6).